Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g3; h2; h3; h6 and h11 corrected field: h8 the device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. Tac provided instruction on how to troubleshoot: changing display data and reseating the network cable at the back. Troubleshooting was able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that video system center had displayed color bars. The issue was found during service. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.